Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found a lot of moisture present from the humidifier, but there was no water in the air lines, outside or inside the top box. The fsr ran the vent and the unit operated correctly. The fsr installed the 7 year power module preventative maintenance and performed all 7 year power module adjustments. The fsr installed new gas filters, 9 volt battery, and labels on the ventilator. The unit is operating to correct specifications. The suspect component was returned to carefusion and after an evaluation has been completed then a follow-up report will be submitted.

Event description:
The customer reported that the unit stopped oscillating while the device was on a patient. The patient was removed from the unit and placed on another oscillator. There was no harm done to the patient.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a 3100a driver power module, and evaluated the device. An evaluation of the component did not duplicate the reported issue, no failure was detected.